Event description:
Chipped the lower third from front tooth [tooth fracture], used oral-b toothbrush for an hour [device misuse]. Case description: a consumer reported that they, a female age (B)(6) years, used oral-b triumph professionalcare denta-pride, version unk and brushed her teeth all the time, for about an hour each time beginning about six months ago and reported the following: on the night of (B)(6) 2013 the toothbrush chipped the lower third from front tooth. A dentist was visited and the dentist repaired the tooth with glue (medical treatment). The case outcome was unknown. Past medical history included being prone to cavities and gum disease. No further information was provided.

Manufacturer narrative:
No lot number provided by consumer, therefore, unable to complete product investigation.